Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3487a-56, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the device wouldn't stay on and the patient was getting a picture of a doctor on the screen. It was further reported the recharger was showing a 375 antenna failure error code. No patient harm reported. No device returned. The patient called back a week later and stated she hadn't received the replacement antenna and the implantable neurostimulator (ins) had since depleted. The antenna had been shipped to the patient's old address.